Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during combination surgery for resection of ileocecal site resection and sigmoidectomy in the patient with crohn disease, during colon resection after ileostomy (the 2nd firing), the firing stopped halfway during colon resection. The surgeon and the nurse commented that it stopped and they felt the speed was slower than usual during the knife returned. It was noted that the tissue was not resected and stapled completely, so it was resected using scissors. After that, only the adapter was changed and it was used, and it was used without any problem.